Event description:
It was reported that during an unknown procedure, the device would not insufflate. An important gas leakage was noticed during use of the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
A surgeon reported receiving a system message during a procedure. The system was switched out and the case was completed. The surgery was delayed for approx 15 minutes. Additional information was rec'd from the surgeon reporting the pt had corneal edema during surgery and the following day. The surgeon feels the edema will regress with time. A sample will be returned for in-house evaluation.

Manufacturer narrative:
(B)(4). Device not returned. The product involved in this event was identified as part of the voluntary recall of endopath xcel with optiview technology.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.